Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced lightheadedness when working near machines with exposed motors. The sensation goes away when lying down.